Manufacturer narrative:
One e2516h and associated e1551x stainless steel blade electrode were received for evaluation. The investigation found slight charring at the tip of the electrode as though the device had contacted metal or other a flammable source. The charring is a result of the sparking and flame the customer reported. The returned devices were functionally tested and no unusual effects were noted. The investigation identified the root cause of the reported event to be the user contacting a metal or a flammable source. The instructions for use state that the sparking and heating associated with electrosurgery can provide an ignition source. The IFU provides multiple recommendations to minimize fire hazard. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the surgeon was using the cautery handpiece and saw flames emitted from the tip of the handpiece prior to feeling heat from the pencil. A new handpiece was opened to complete the procedure without any injury to the patient. Vlft10gen generator settings were 35/35, then lowered to 25/25 but still had the problem.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the surgeon was using the cautery handpiece and saw flames emitted from the tip of the hand piece prior to feeling heat from the pencil. A new handpiece was opened to complete the procedure without any injury to the patient. Vlft10gen generator settings were 35/35, then lowered to 25/25 but still had the problem.